Event description:
A male with exertional dyspnea and abnormal myocardial perfusion stress testing was admitted for coronary angiography with possible percutaneous transluminal coronary angioplasty (ptca)/stenting in the cardiac catheterization lab. An interventional cardiologist was called to perform ptca/stenting. Culprit lesion corresponded with the defect on perfusion stress testing. The lesion was severely calcified and the ptca was minimally successful. Upon removing the balloon, the distal balloon apparatus detached from the wire and remained lodged in the rca. Attempts to pass a second wire or a snare device were attempted, though not successful. The patient was transferred to cicu for close monitoring. The patient remained asymptomatic, had no chest pain, and was discharged home two days later.